Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that an unknown error message is showing. An alternate unit was used. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.